Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have broken cable. The same instrument was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information due to hospital's privacy policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed investigation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable. The instrument was found to have a broken pitch cable at the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation related to customer reported complaint: the instrument was found to have a dislodged cable crimp. The loose cable segment that contains the crimp was missing from the end. The root cause of the missing cable crimp is caused by manufacturing. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 420207-10/ n11210419 352 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2022 on system (B)(4) with 6 lives remaining. The review of the provided image: this instrument have suffered from a dislodged grip cable. From what it looks like its possible there is something wrong with the backend of the cable, causing it to protrude from the distal end. Based on the additional information obtained from failure analysis investigation, this complaint is being reported due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.